Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal pd4 ambuflex was ongoing. During a call with the baxter customer service, the following information was provided. On (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. The patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4)upon further investigation it has been determined that this report is a duplicate of 1423500-2012-08309. All investigation pertaining to this case of peritonitis can be found in report 1423500-2012-08309. No further investigation will be performed in this complaint.